Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the circuits are tearing at the inspiratory connection, expiratory connection and in between. It is reported that the circuits are coming to the customer in this condition. No pt injury reported.